Manufacturer narrative:
The spot vital signs lxi measures systolic and diastolic pressure (excluding neonates), pulse rate, temperature (oral, adult axillary, pediatric axillary, rectal, and ear), and pulse oximetry (spo2) as well as calculates mean arterial pressure (map). Furthermore, spot vital signs lxi allows the entry of height, weight, respiration rate, and pain level. Spot vital signs lxi also calculates body mass index (bmi) following height and weight entry. The device is intended to be used by clinicians and medically qualified personnel. It is available for sale only upon the order of a physician or licensed health care provider. The spot lxi has no known contraindications. The device was not returned for inspection; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Baxter received a report stating that spot lxi power supply had exposed wires. This occurred before use. There was no patient injury or death reported with this event.